Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-02-13 mpxr (B)(4) (con, rep): information was received from a manufacturing representative (rep) and a patient. The patient reported that their adaptive stimulation was not changing with positional changes. It was noted if the patient tried to reset the intensity, the change would not occur even after staying in position for over 3 minutes. It was also stated that the time taken to connect with the recharger has changed, as it is more difficulty for the patient to get 6 coupling bars. The patient also noted that the implantable neurostimulator (ins) now takes longer to charge and does not hold a charge as long as it used to. The patient indicated that all these issues began after traveling through a metal detector when traveling to (B)(6). The rep checked impedances, and all were within normal limits. The rep mentioned that they reoriented the battery as well as reset all of the positions, and the patient had good coverage. The issue was resolved at the time of the report.